Event description:
It was reported by the customer that on (B)(6) 2010, the fiber tip burned and there was low vaporization power at 121,192 joules. No pt injury was reported. The device was not returned for eval.